Manufacturer narrative:
There was no moisture damage found on the electronic assembly, motor, battery tube, and vibrator assembly. However, there was moisture damage found on the keypad during visual inspection. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer's mother called in to report moisture under the display. The customer's insulin pump was submerged in water because they were fishing. The customer's blood glucose level was 177 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.